Manufacturer narrative:
E1: patient city: (B)(6). Patient country: australia.

Event description:
Unomedical reference number (B)(4). Event occurred in australia. On 25-may-2024, it was reported that the patient faced that pump was still delivering insulin. The patient had hypoglycemia and got hospitalized and received treatment for low blood glucose levels was juice. No further information available.